Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprostheses instructions for use (IFU) clearly states: do do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2016, this patient underwent treatment for an abdominal aortic aneurysm with aortic aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for proximal and distal type one endoleaks and a gore® aortic extender component was placed proximally with aptus screws and an additional gore® excluder® iliac extender was placed distally to extend coverage. During withdrawal of the aortic extender delivery catheter it was reported that the physician felt some resistance and believes the catheter got caught up on the 18 fr cook introducer sheath used in the procedure. When the delivery catheter was fully removed from the patient it was noted that the olive tip had become detached. The olive tip was retrieved and the procedure was successfully concluded. The patient tolerated the procedure.